Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental report will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).

Event description:
It was reported that the customer had low blood glucose levels (42 mg/dl). Customer is (B)(6), and accidentally delivered five 2.22 unit boluses when only one was needed. Customer drank orange juice and ate raisins to stabilize his blood glucose level.